Event description:
On (B)(6) 2013, the patient contacted animas stating when the insulin on board (iob) was approximately within the 3 hour and 50 minute 4 hour duration period, the iob was still showing that the majority of the bolus was still active. The patient reportedly delivered 10 units 3 hours and 50 minutes ago and the iob still indicated 8 units remaining. The patient reportedly expected the iob to be very low but had indicated that it was still very high. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: the pump settings confirmed that the insulin on board (iob) was set to 4 hours. During testing, a bolus was performed on the pump and the pump accurately calculated an ezcarb bolus. Three hours 50 minutes after performing 20 units worth of boluses the iob was found to be 0.39units. The iob was found to functioning correctly. No defects were found with the iob feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.